Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence, and it was determined that caller had not completed cartridge air removal step. There was no adverse impact to the customer¿s blood glucose level. Caller changed cartridge, completed process with guidance from technical support on removing air and using room temperature insulin, and successfully resumed insulin delivery, with no additional information available regarding product lot number. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.